Event description:
It was reported that while the ventilator was connected to a patient, it generated an alarm for high o2 concentration. There was no patient harm. (B)(4).

Manufacturer narrative:
The user facility performed by themselves, a repair of the ventilator. According to received information, the o2 gas module was replaced. No parts were returned for investigation. The ventilator logs were received for investigation. The evaluation of the received device logs confirms the reported alarms for high o2 concentration, i.e. The o2 concentration becomes higher than the upper alarm limit which is set value +5 vol%. Since no part was returned for investigation, the root cause of the high o2 concentration has not been exclusively determined, but a drift in the delta pressure transducer in the gas module leading to inaccurate gas flow regulation may be a contributing factor. This will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
(B)(4).